Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement main printed circuit board assembly. A return goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of (B)(6) 2015 the alleged faulty main printed circuit board assembly has not been received.

Event description:
This event was reported by a distributor in (B)(6). The distributor reported a unit that was displaying the following error messages: "xdcr fault". The distributor indicated that the problem was resolved after they replaced the main printed circuit board assembly. There was no patient involvement.